Event description:
First click activates the patient jacket, second click always goes to the oldest study.

Manufacturer narrative:
A ge representative evaluated the issue with the customers system and provided suggestions for work-around: in 2.1.5.6/3.0.4.1 application has introduced a safety feature which sync's the exam that is open on patient work mode pallet. If user has an exam selected on top work mode pallet then user decided to open an historical via patient jacket, the first click will activate the patient jacket and second click will allow user to select desired exam from the patient jacket. There was no patient injury associated with this event. This system is being monitored and remains in use at the facility.